Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 76mg/dl. The customer was able to successfully resume insulin deliveries without any additional occlusion alarms occurring. The customer alleged the occlusion alarms could be caused by a site issue as the customer had been performing more frequent site changes than usual. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.